Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Damage to the needle was confirmed, as reported. The needle was received bent with significant damage to the case nose at the distal end. The evaluator was unable to determine the presence of all material as the damage is extensive. Functional testing could not be conducted due to the damage. Based upon the visual examination, it appears that the doctor applied side load pressure which allowed for friction build up. This caused the polycarbonate sheath to melt and crack along the needle bend. The bend was caused by the side load pressure. The failure cause is attributed to improper technique (side load pressure). The patient is reported as having no adverse effect from the failure. This failure is being reported as polycarbonate particulate may have been left behind in the patient due to the fragmentation of the sheath.

Event description:
Per the information provided, 45 seconds into the procedure, the device stopped cutting. The doctor found that the sheath had fragmented (melted). A patella tendon was being treated and the microtip was buried to the hub when the failure occurred. A new microtip was opened and the procedure completed with minimal delay. There was no adverse effect on the patient.